Manufacturer narrative:
Visual inspection failed due to the kink at the distal section. Microscopic inspection failed due to the compromised condition of ring seals since there is dried body fluid on the edge electrodes. Dimensional test failed since the curve was found out of specification due to the bent center support.

Event description:
Reportable based on analysis completed on 25nov2019. It was reported that a blazer prime xp was selected for a flutter ablation procedure. During the procedure the steering mechanism broke and could not reach the area to be treated. The procedure was completed using a non boston scientific catheter. No patient complications were reported. Analysis of the returned revealed compromised ring seals.